Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6265-5206, lot # 39448501, description: citation tmzf ha short size#6l; cat # 540-11-54f, lot # 41679901, description: trident psl ha solid back 54mm; cat # 6570-0-236, lot # 42028501, description: delta v-40 ceramic head 36/+5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Not returned.

Event description:
Patient had a primary hip replacement on (B)(6) 2012. The surgeon reported a draining wound with possible infection. The surgeon decided to perform an incision and drainage of wound. Upon irrigation the surgeon decided to remove all the implants wash out the joint and replace with new implants.

Manufacturer narrative:
A review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the sterility records showed that the sterile lot was within specification. There have been no other events for the lot referenced. Medical records were not provided for evaluation. The event could not be confirmed. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, the evaluation results will be provided in a supplemental report.

Event description:
Patient had a primary hip replacement on (B)(6) 2012. The surgeon reported a draining wound with possible infection. The surgeon decided to perform an incision and drainage of wound. Upon irrigation the surgeon decided to remove all the implants wash out the joint and replace with new implants.